Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified atrioventricular branch of the distal right coronary artery. After pre-dilation, a 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. It was then attempted to cross together with a non-bsc guide extension catheter, but still failed to cross the lesion. Pre-dilation was again performed. However, when the device was removed outside the patient's body, the stent was found to be lifted. The procedure was completed with another 20 x 2.50mm promus premier¿ drug-eluting stent. No patient complications nor injuries were reported.